Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. On an unreported date, the patient experienced clostridium difficile diarrhea. On (B)(6) 2012, the patient was hospitalized for the event of peritonitis. Treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The cause of peritonitis was not reported. Patient was recovering from peritonitis. Peritonitis was unrelated to the baxter products.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers: h12f24508 and h12e26018. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.